Event description:
It was reported that cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a double curve watchman access system (was). When the was was advanced into the laa cardiac tamponade occurred. A pericardial tap was performed to mitigate the tamponade. The procedure was ended at this point with no future plans of the patient undergoing a second laa closure. The patient was reported as stable following the procedure.

Event description:
It was reported that cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a double curve watchman access system (was). When the was advanced into the laa cardiac tamponade occurred. A pericardial tap was performed to mitigate the tamponade. The procedure was ended at this point with no future plans of the patient undergoing a second laa closure. The patient was reported as stable following the procedure.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman access system (was) with the dilator in the sheath and the side port tubing taped to the sheath. The hub, sheath, and tip were visually and microscopically inspected. Inspection revealed the tip was folded back on itself. No further damage or defects were found on the device. Product analysis could not confirm the reported cardiac tamponade as clinical circumstances could not be replicated.